Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during testing, the user put the wrong bur into the attachment and broke it when trying to remove it from the device. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during testing, the user put the wrong bur into the attachment and broke it when trying to remove it from the device. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.